Event description:
The 17-gauge introducer safety needle in the peg (percutaneous endoscopic gastrostomy) kit that was opened caused the catheter to be shredded and was not able to be used. Another kit was opened, there was damage, but the wire was able to be passed through. No harm to patient.